Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the meter and test strips were returned on 06/28/2013 and 06/21/2013, respectively. The analysis of the test strips was completed on 07/09/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. A secondary issue of v beak broken was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another onetouch ultramini meter that is "2-3 points difference". This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.